Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Disk analysis showed the battery appears to be depleting more quickly than expected. Further, the device hardware was not detecting the loss of battery energy and as such, the battery status indicators are not reflecting the depletion condition and are inaccurate. There is very high likelihood that there is sufficient reserve for the device to maintain normal therapy functions for 28 days' time. Device replacement was recommended. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed four low voltage alerts (code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device¿s battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is not a part of the identified population.

Manufacturer narrative:
Additional information was requested but the responsible bsc representative has no update with the status of this device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Boston scientific received additional information that this device was explanted. The device was returned and is undergoing laboratory analysis. This report will be updated upon completion of analysis.